Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2013 - radiology manager reported by phone: the syringe 'exploded' and popped off the injector. The syringe broke at the base/flange with a large crack up the side of the barrel; spraying contrast onto the clothing of a (B)(6) female technologist. The syringe failed in the optivantage immediately at the start of the injection (10 sec into injection). No pressure limit warnings noted; achieve pressure not noted. Flow rate of 4.0 ml/sec for pe protocol on older female pt. Syringe was connected to the pt with coeur tubing, a heplock and 20ga angiocath. No injuries on the pt or staff reported.